Event description:
The pt services rep (psr) of a male pt contacted lifecor customer support to report that the "battery needs serviced" light was flashing when one of the battery packs was placed in the battery charger. When the second battery pack was placed in the battery charger the normal "charging" light came on. The psr replaced the pt's battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The white wire is the one that connects the battery cells to the battery connector to charge the cells. The root cause of the broken wire is damage to the end cap. The pt looked to have broken the end cap directly over the white wire. The pt never contacted lifecor regarding this damage. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.